Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noted that erosion of the urethra occurred. The device was removed and replaced. There were no additional patient complications.